Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the programmer stylus tip position was out of calibration with the touch screen. The touchscreen connector was cleaned and reseated. It was also indicated that the programmer had multiple broken external components. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.